Event description:
Customer reported that he was hospitalized due to high blood and urinary tract infection. The blood glucose reading was over 300 mg/dl at the time of admission. Customer stated that h insulin pump was not showing the icons or time on the screen. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specifications. No unexpected low battery or off no power alarms noted. Unit passed off no power, selftest, displacement and excessive no delivery tests. Motor error alarm noted during basic occlusion test and it was unable to prime during prime test due to faulty force sensor. Unable to complete the occlusion test due to prime anomaly. No missing segments or partial display noted. Unit had scratched display window, cracked reservoir tube lip and battery tube threads.